Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 26 mm sapien 3 ultra resilia valve, resistance was felt with the insertion of the delivery system into the 14f esheath+ and a bent valve strut was noted as the valve exited the sheath. At the time the valve was advanced through the esheath, the valve strut perforated through the liner. A new device was prepped and implanted without difficulty. Dissection of the cfa occurred due to the bent valve strut. Pressure was held, and the patient was closely observed. No further intervention was required to treat the dissection. The patient was discharged stable after the procedure. It was noted that the loader cap may not have been fully inserted and had inadvertently slipped back during insertion of the delivery system, which may have caused the bent strut.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in this section have been updated. H6 codes have been added: type of investigation. H6 codes have been corrected: component, investigation findings, investigation conclusions. This is one of two reports submitted for this case. Section h10 was updated with reference to the other report being submitted for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Cine imagery was provided and reviewed. It was observed that one strut was bent outwardly at the inflow. Post procedural photos provided were reviewed. It was observed that the sheath liner was punctured/torn and there were multiple bent struts observed on the valve. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for frame damage was confirmed based on provided imagery. The IFU and training manual advise to "insert loader completely into sheath until it stops." The loader must be completely inserted into the sheath before delivery system and valve insertion. The loader is used to facilitate a smooth transition of the crimped valve through the sheath hub and proximal strain relief. If the loader was not inserted through the sheath properly or pulled back prematurely, the crimped valve can be exposed to and interact with the sheath hub/inner lumen of the sheath, resulting in frame damage to the inflow side of the valve. In this case, it was reported that "the loader cap was not fully inserted or slipped back," which likely resulted in interaction between the crimped valve and the sheath hub during delivery system insertion, leading to frame damage at the inflow side of the valve as reported and observed. As such, available information suggests that procedural factors (incomplete loader advancement) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.